Event description:
Pt's father called to report that on (B)(6) 2009 at 7:49 am, his child's blood glucose was 219 mg/dl, so they administered a 1.65 unit insulin bolus. At 8:17 am it remained high (228 mg/dl), so they gave an add'l 0.35 units. By 10:00, the bg had lowered to 192 mg/dl, but ketones were elevated, so another 0.55 unit bolus was given. The child's blood glucose rose to 215 mg/dl by 12:12 and 1.25 units of insulin were given for correction. At 12:39 pm, the device was deactivated and they went to the hospital, where they remained at the time of the father's call. No specific diagnosis or treatment at the hosp was reported, but the caller did mention that his child had the flu.

Manufacturer narrative:
The returned device was evaluated and found to be functioning as expected. No malfunction or other product condition that could have contributed to the pt's hyperglycemia was detected. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide advises that "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."